Event description:
Reporter indicated that patient's device was programmed to off in 2001 at the families request due to the following symptoms: increased periphal edema, excesive coughing, difficulty swallowing, neck and muscle pain, weight gain, low grade fever, hiccuping, difficulty with breathing and shortness of breath, choking sensation, facial flushing, heartrate and rhythm changes. Physician is unsure whether the symptoms are related to the vns. Patient's family does not believe that the device has helped with seizure control since implant.